Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc-383078- catheter broken after placement. It was difficult to insert the needle during puncture, and the plastic tube at the front end was found to be broken after the needle was pulled out.

Manufacturer narrative:
1. The customer returned 1 photo but did not return the defective sample. The photo shows that the sample has been used; blood is present inside the extension tube, and the needle core has punctured the catheter. 2. According to the returned photo, the difficulty in needle insertion was actually caused by the needle core puncturing the catheter. 3. DHR/bhr review (lot#5048529): 1) this batch of products were assembled at intima ii auto line 2 in mar 2025 and packaged at r240 package line in mar 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4. Check the retained samples of this batch, no needle through catheter is found. Relevant tests were conducted on a retained sample. 1) penetration force test is performed, in which the needle tip force, catheter tip force and catheter drag force are all within the product specifications. 2) 45psi leakage test is carried out, the test is qualified, no leakage is found. 5. After the final assembly of the catheter hub and paddle hub in zone 5, there are visual detection systems to detect 100% needle through catheter. The vision detection systems are challenged with standard samples every 12 hours and when changing gauge to ensure the effectiveness of the inspection. 6. Irregular handling during the puncture process, such as loosening the needle core improperly, repeated puncturing, or withdrawing the needle core too early, can lead to the needle core puncturing the catheter. Based on past market visit experience, the following recommendations are provided: insert the needle with the bevel facing upward at an angle of 15° to 30°, then lower the angle to 5° to 10° to continue advancing the needle and catheter. Avoid premature needle withdrawal and repeated puncturing. 7. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found in process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo shows that the needle core punctured the catheter, but as no defective sample is received for further examination, so the root cause of needle through catheter cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.